Event description:
It was reported that during a da vinci si hysterectomy procedure, the tips on the fenestrated bipolar forceps instrument stopped working. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Late submission of the report is due to processing oversight by the responsible complaint handler.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable was broken at the distal clevis hub, thus causing the issue experienced by the site. The cable segment that contains the crimp was still installed in clevis. Engineering evaluation also found that the grip teeth do not come in contact with each other because one grip is bent. There is a 0.025 gap between the grip tips. Engineering concluded that the damage is likely due to misuse. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage found to the instrument's pitch cable found during failure analysis could likely cause or contribute to an adverse event if the malfunction were to recur.